Event description:
Patient status post implantation, level c3-4, returned to surgeon for a follow up visit. An x-ray, revealed the screw backing out of the plate. Surgeon is monitoring the patient and is not revising at this time. This is two of two reports for this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. The device history record was reviewed and no complaint related issues were found.